Manufacturer narrative:
(B)(4). Date sent: 09/214/2004. Info was not provided. Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a pulmonary resection procedure, it cut but did not staple on the left side of the staple cartridge. The surgeon heard a "crunch" as he fired the instrument. The case was completed with another, like device. There was no reported pt consequence.